Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch report number.

Event description:
This is conservatively filed to report post mitraclip procedure, the patient died. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. Two clips were implanted, reducing mr to <1. There were no issues with the devices during the procedure. Minor bleeding in the femoral vein due to sgc having to re-inserted after having to re-do the transseptal puncture because the sgc slipped back towards the right atrium. However, approximately 1 and a half hours after the procedure, the patient became unstable with hemodynamic issues. In the physicians opinion, the bleeding of the groin was not the cause of patient becoming unstable afterwards. The patient was sent to intensive care unit and was stabilized; however, the patient died on (B)(6) 2020, and the cause is unknown. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed and without the device to analyze, a definitive cause for the reported hypotension and death could not be determined. The reported patient effects of hypotension and death are listed in the mitraclip instruction for use (IFU) is known possible complications associated with mitraclip procedures. The reported treatment with medication and hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.